Event description:
It was reported that pump requested a minimum of 50 units during the load process multiple times after loading the cartridge with cold insulin. During troubleshooting, the customer declined to wait for the insulin to reach room temperature and attempted the load process with the same cartridge only to obtain an inaccurate fill estimate. The customer called back 15 minutes later to indicate that the inaccurate fill continued after using a bolus. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.